Manufacturer narrative:
The investigation of product damage (cannula kink) and access site bleeding has been completed. The data log showed low pump flow from the start of the case, with an active suction alarm. According to the clinical details, the pump cannula was kinked during placement, but the desired flow was eventually achieved after the kink was relieved, and the doctor kept the pump running at a lower level for needed support. Additionally, the doctor redressed the access site twice, which resolved the bleeding. After investigation data log, cannula kink failure mode was changed to low pump flow and addressed under low pump flow failure mode as the potential root cause. The cause of the low pump flow issue was most likely kinked cannula, based on given clinical details. The cause of the access site bleeding issue was most likely use related since the bleeding was resolved after redressing the access site.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was on impella cp support. While on support, the cannula kinked and flow was lost. Suction alarms were constant, most likely due to kink in cannula. Additionally, oozing was noted at the access site. The pump was repositioned to control bleeding. Heparin was held and a stitch was placed. The bleeding was resolved. The patient was bridged to a left ventricular assist device two days later and survived the explant.